Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient was diagnosed with acute sinusitis. The patient reported experiencing sinus issues during a follow-up call. The sinusitis was treated with omnicef and prednisone. No hospitalizations or emergency room visits occurred as a result of this event. The event of sinusitis was considered resolved as of (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator; fev1: 1.74; fev1 % predicted: 69.88; fvc: 3.30; fvc % predicted: 102.80; post-bronchodilator; fev1: 1.87; fev1 % predicted: 75.10; fvc: 3.30; fvc % predicted: 102.80.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6), 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient was diagnosed with acute sinusitis. The patient reported experiencing sinus issues during a follow-up call. The sinusitis was treated with omnicef and prednisone. No hospitalizations or emergency room visits occurred as a result of this event. The event of sinusitis was considered resolved as of (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator, fev1: 1.74, fev1 % predicted: 69.88, fvc: 3.30, fvc % predicted: 102.80; post-bronchodilator, fev1: 1.87, fev1 % predicted: 75.10, fvc: 3.30, fvc % predicted: 102.80. **new information received since (B)(6) 2013** according to the complainant, the event of acute sinusitis was updated to be an event of upper respiratory tract infection (urti).

Manufacturer narrative:
(B)(6). Device MFR: boston scientific corporation (B)(4). Study source: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Infection (acute sinusitis) is a known adverse event noted in the dfu. Therefore, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study source: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Upper respiratory tract infection is listed in the dfu as a known possible adverse event associated with the use of the device. Therefore, the most probable root cause classification is anticipated procedural complication.